Event description:
The customer reported to olympus that the evis exera lll colonovideoscope cannot be insufflated. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube has foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the connecting tube has foreign objects. Additional findings were as follows: the switch1 has a cut, the right/left knob, the up/down knob both was shaved, the aire/water cylinder, the suction cylinder both has no color, the plug unit is damaged, the scope connector case unit has a dent, due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, and the light guide lens has a crack. It is most likely that the reported issue was due to insufficient reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the connecting tube was clogged with foreign matter, but it was not possible to identify the foreign matter. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.